Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with non-sustained right ventricular oversensing. Post paced t-wave oversensing was noted on a stored egm. Programming changes were made.